Event description:
The patient underwent full revision surgery. During the surgery, the leads were observed to be severely twisted, and when the surgeon tried to untangle the lead the lead broke in two. Both the generator and lead were replaced. The explant facility is known to discard all explants. No additional information has been received to date.

Event description:
It was identified that the patients vns had high impedance. The patient also has experienced an increase in seizures and painful stimulation. The vns was disabled (all outputs set to 0 ma) and the patient has been referred for full revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.